Event description:
It was reported that there was a malfunction on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any malfunction codes appeared again, to which the caller agreed.